Event description:
Reporter stated that, within 10 minutes, patient obtained blood glucose results of 21.8 mmol/l and 8.0 mmol/l, on the accu-chek aviva nano system, and a result of 8.2 mmol/l on the accu-chek mobile system. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the suspect product used with the accu-chek mobile system. (B)(6).